Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported multiple system error. Further information was received from the fse (field service engineer) indicating that the system failed to boot. No patient serious injury or death was reported related to this event.